Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the rep couldn't connect to the neurostimulator whether trying with the clinician app or the patient app. The handset was able to find the communicator and the neurostimulator serial number but it will give device not responding message. Technical services(ts) had rep change location but result didn't change. Rep made sure bluetooth was on and they had tried to reset the handset. Ts then had rep use their 8840 to try and they got the message about device not responding as well. Patient using program #7 at 1.8 amplitude. It didn't seem plausible the implant would have gotten to the point of replacement, yet, device isn't responding. Patient still reported having good symptom relief, however, patient isn't feeling stimulation; ts didn't ask if patient normally felt stimulation. Ts suggested using another clinician device to confirm. Ts told rep if patient needed replacement, then send neurostimulator back for analysis. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The patient replied via letter that the cause of the device not responding was determined. When asked what most likely caused or contributed to the issue was the placement of the charger on the left side of buttocks (ins placement is on the right side) and the device was not charged. When asked what steps will be taken to resolve this issue the patient responded, "trying to reprogram to prevent toe cramping." The cause of not feeling the stimulation was unknown. When asked what most likely caused or contributed to this issue the patient reported, "my memory <(>&<)> stimulation cause toe cramping at night - unresolved." When asked what steps will be taken to resolve the issue they replied, "ongoing." The issue has not yet been resolved.